Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of keyboard not responding was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4), the fse reported that the keyboard was not working on arrival. The fse swapped the keyboard, and this resolved the issue. This did not occur while dispensing medication. No harm or delay. During dchu visual inspection: 138572-01: the part showed no signs of physical damage, tears or separations; all keys were free from cracks or chips; however, the protector showed signs of contamination. During dchu testing: p/n 138572-01: on an esd-protected surface, the kybd 82 keys was connected to dchu hta equipment. The keyboard failed to power it on and exhibited no response, so additional testing could not be completed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure, keyboard not responding is attributed to a loose usb cable, and fluid ingress observed on p/n 138572-01, which caused an electrical short or communication failure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the keyboard was not working. The customer turned off pyxis and restarted, still issue persisted. As per part investigation, it was determined that there was loose usb cable, and fluid ingress observed on p/n 138572-01, which caused an electrical short or communication failure. There were no adverse events or injuries reported based on this event.